Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's device was turning off multiple times a day in all different environments. She also had communication issues with new her pt programmer and the device. She visited her physician and they were not sure of the cause. Further info was requested. See also manufacturer report #3004209178200907054 for similar complaint.